Manufacturer narrative:
High blood glucose level issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered while the customer was sleeping. Reportedly, the pump is still functional. In addition, it was reported that the customer had elevated blood glucose levels (500 mg/dl). Reportedly, the customer did not deliver a large enough bolus needed. Customer stated a bolus was delivered to stabilize blood glucose levels.